Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented to clinic after receiving inappropriate therapy. The patient has chronic af. Programming changes were made. The patient will continue to be monitored closely.

Event description:
It was reported that the patient presented for follow-up after receiving atp and high voltage therapy for atrial fibrillation with rapid ventricular response. It was noted that the patient had not been taking his prescribed medications. Programming changes were made. There were no further issues. The patient will continue to be monitored.